Event description:
It was reported that during a procedure for benign prostatic hyperplasia, it was identified that the reflecting mirror presented a rupture. Due to this, the procedure was completed using another device. There were no patient complications.